Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 300 mg/dl. The customer stated that one infusion set triggered a no delivery alarm, and 2 other infusion sets came off after insertion. The customer was unable to troubleshoot the issue, as this was a past event. She advised that the alarm had been resolved by an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.